Event description:
Patient underwent surgery for a left distal fibula fracture. After reducing the fracture, the surgeon placed a lateral distal fibula plate on the lateral aspect, placed the drill guide and drilled for the screw. He inserted a 14mm screw into the drilled hole, but noted that the screw would not lock into the plate. He tried another screw of the same size, and had the same problem. He then used the next size plate and was able to insert two new screws with no problem. Procedure was completed with an addition of twenty to thirty minutes of operating time. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. A review of the raw material device history record revealed this lot met all specifications at time of acceptance.

Manufacturer narrative:
Device is used for treatment not diagnosis. Additional narrative: the part was received and upon visual inspection variable angle head holes three and six had damage to the threads. Inspection performed during this evaluation against the requirements at the time the part was released found that the minor diameter attribute gage would not lock in variable angle head holes three and six as required. It was noted that these holes were damaged upon receipt and prior to performing the manufacturing evaluation. It cannot be determined at this time whether or not the threads were compromised prior to release or as a result of use. Therefore, this complaint is deemed indeterminate from a manufacturing evaluation aspect. A product development event evaluation was conducted and the following was noted. The plate and screws contain signs of attempted implantation. Specific evidence for the screws not holding is immediately apparent when observing the distortion of the locking head threads under magnification. This movement of screw thread material suggests a significant angulation of these screws that occurred in relationship to the female threads of the plate and is not symmetrical. Such an angled relationship would move the thread material when tightening force is applied, essentially stripping them which would no longer permit them to hold position. It was also learned from the complaint that ultimately the user did have success with a larger plate and new screws giving credence to a screw and plate over angulation scenario that was remedied by repositioning the construct. Based on review and confirmation of component specifications, manufacturing evaluation, low occurrence rate and evidence of screw vs. Hole over angulation, the design of the screws and plate are determined to be suitable for their intended use and the disposition is invalid.